Event description:
The catheter leaked at the level of the venous line having the need of replacing the catheter.

Manufacturer narrative:
Received one 11.5f x 15cm hemo-cath for evaluation. A visual inspection of the catheter reveals no outward physical damage. A functional examination of the catheter reveals a pinhole 1 cm up from the hub on the venous extension. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The extension was cross sectioned and measured. All measurements were within the design specifications. This family of devices is 100% leak tested prior to release. We are unable to determine the cause or factors which may have contributed to this event.